Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the pump was not working anymore. The customer's blood glucose reading was unknown. The customer removed the batteries and the pump did not respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd glass. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test or download pump due to physical damage to lcd glass. The insulin pump had minor scratched lcd window, case and keypad overlay.